Event description:
The pump was explanted and returned to the MFR due to an infection. The pt presented with a sign of infection of the device pocket. This was pocket erosion. Cultrues were obtained from the device pocket. Staph was the organism cultured. The pt did not have meningitis. The pt was treated with IV antibiotics and total device explant. The pt is reported to have resolved the infection. No drug withdrawal symptoms reported by hcp. The pt had risk factors of a debilitated status, and malnutrition or being extremely thin.